Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported from the patient that they had an endurant aortic cuff implanted. The patient was told that the stent graft had migrated with a proximal type I endoleak resulting in aneurysm enlargement. The physician elected to implant an endurant aortic cuff. The migration and proximal endoleak were resolved. Per the physician, the cause of the migration and proximal type I endoleak were related to the patient¿s anatomy; disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.